Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the difficult clip deployment could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report difficult to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During clip deployment, the clip was at an angle and the mandrel could not be retracted to release the clip. Troubleshooting was performed and eventually the clip released. One clip was implanted, reducing mr to 2+. There was a delay in the case due to troubleshooting, but no adverse patient effect due to delay. No additional information was provided.